Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a station is very slow and takes 10-15 seconds to go to the next screen. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h4 device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was very slow. A technical support specialist (tss) dialed into the station to verify the reported slowness. Upon attempting to log in, the station exhibited noticeable lag. The tss logged off and then logged in as carefusion admin, checked the logs, and found that the login time exceeded 500 milliseconds. A reboot was attempted, but the station remained slow. Followed the knowledge article of "station slow login netbios", the tss opened a command shell, ran the netbios command, ended the session and rebooted the station again. Despite these efforts, the station continued to be slow during login. Logging in again as carefusion admin, the tss adjusted the speed and duplex settings as per knowledge article of "change speed & duplex on rss command shell". After another reboot, the station¿s performance improved. The tss planned to email the customer for verification. However, the station was still slow. A full synchronization was initiated on station following knowledge article (ka) ¿proper datasync procedure & how to place new db in es station¿. It was confirmed that the station was set to 100mbs half-duplex and that the recovery model was set to simple. The data synchronization and maintenance services were stopped, and the database was decrypted and backed up but not dropped. Services were restarted and a full synchronized was attempted. During the synchronization, the customer rebooted the station, interrupting the process and causing the sync to fail, resulting in the station becoming an unknown device. Another full synchronization was attempted after dropping the database, but it failed again. A file download full synchronization was then tried. The tss dialled into the server, retrieved the sync files, and proceeded with another full sync, which was successful. The station was rebooted, and the customer was called to confirm that the station was up and running. However, the customer reported continued slowness. Upon further discussion with the customer, it was revealed that another case had already been dispatched to an fse to investigate the slowness. Advice was also sought from the tl, who suggested that the issue might be due to the aio running on windows 10, which requires 4gb of ram. It was concluded that an fse would need to upgrade the aio to 4gb ram. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a station is very slow and takes 10-15 seconds to go to the next screen. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.